Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported that the broncovideoscope had no image however the customer amended their complaint to state the there was an image blackout, and the insertion section had poor conduction.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image displayed. The issue occurred during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch [9610595-2025-01579-01]. Refer to this file for supplemental information related to this event.

Event description:
The customer initially reported that the broncovideoscope had no image however the customer amended their complaint to state the there was an image blackout, and the insertion section had poor conduction.